Event description:
(B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing had detached at the quick release and this issue occurred with ten sets. No further information available.